Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were exhibiting noise with isometrics. The patient was experiencing dizziness. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 39565-65, pain stim lead, implanted (B)(6) 2009; 37712, pain stim ipg, implanted (B)(6) 2013; 37754, neuro recharger, implant date unknown; 37746, neuro programmer, implant date unknown. (B)(4).